Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  stimulation is not working very well as they are having a great deal of urinary leakage. Pt reports it has been this way for "a few weeks now". Pt also mentioned feels stimulation in the upper left leg at top of the hamstring. Pt reports are unsure if that is bicycle seat area. Pt switched to a different program on the call. Confirmed stimulation in the bicycle seat area and comfortable. The patient will maintain stimulation level and will continue to track symptoms.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that since implant their symptoms have not improved, no improvement at all. Pt said they also take myrbetric (later in the call pt said myrbetric helps some). Pt asked: if pss could check to see if it is still working. Reviewed I don't have the ability but they can use their own equipment to do a check, offered to assist pt to check. Pt synched with their equipment and confirmed stim was on then said they can't feel stim whatsoever. Reviewed some interstim therapy optimization information. Pt said after implant, they started on program 1 they have tried 1,2,3,4, none have helped their symptoms. Requested assistance and was successful to change their program and increase, pt asked when they would feel stim. Pt said since implant, they have never felt stim. Reviewed stim and therapy optimization information. Recommended tracking their symptoms on paper and sharing the results with their doctor. Pt said their prior devices helped more than this one, that is why they think there is something wrong with the actual device. Reviewed more interstim and therapy optimization information.